Event description:
It was reported that the crt-d alerted due to left ventricular (lv) pace impedance of 2,795 ohms. The device was programmed to vvir-rv only, and tachy mode was off. Further review of the device data was recommended. No adverse patient effects were reported.